Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertebral artery dissection and tenderness breast. Previously administered products included for an unreported indication: oral pill. Concomitant products included levonorgestrel (mirena) for menstrual cycle management as well as clopidogrel bisulfate (plavix), gabapentin (neurontin), metoprolol succinate (toprol) and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), headache ("headache") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, vaginal discharge and headache outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: hsg reported on (B)(6) 2018-discrepancy with insertion date diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Updated outcome of event abdominal pain lower from unknown to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertebral artery dissection and tenderness breast. Previously administered products included for an unreported indication: oral pill. Concomitant products included levonorgestrel (mirena) for menstrual cycle management as well as clopidogrel bisulfate (plavix), gabapentin (neurontin), metoprolol succinate (toprol) and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), headache ("headache") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, vaginal discharge, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 3-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: pain, bleeding, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, dysmenorrhea (cramping), vaginal discharge, headache and lower abdomen pain. Concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.